Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is not operating on ac power. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and advised the customer to confirm the device has the 4th generation power management (pm) board installed. A manufacturer's field service engineer (fse) was dispatched to the site and evaluated the reported problem. The fse reviewed the device log and there were no errors showing related to the reported issue. The fse ran a test for 1 hour to see if the device will alarm or show issues of not indicating charge from ac source. There were no issues with the ac cable. The fse replaced the pm board with the one ordered and performed electrical safety, control, and internal battery tests. All passed without any issue. The device was handed back to the biomed team advising that the device has zero errors and no issues of charging and disconnecting from pm board. It was confirmed that there was no fault with the device.